Event description:
The report stated that during the pre-operation check, no problems were noticed. However, after ablation started, water leaked from between tubing and grip. Another needle electrode was used to complete the procedure. The pt was reported as ok.

Manufacturer narrative:
Date of initial report : 09/29/2008. The incident sample was not returned for evaluation therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.